Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
Pt report pain post-of essure implant approx (B)(6) 2009. On (B)(6) 2011, pt reported that an MRI was performed in (B)(6) 2010 which determined that the device was broken; followed by surgery for device removal in (B)(6) 2010. Physician's office called to gather add'l info. Dr. (B)(6) (original dr.) Confirmed that she had difficulty with placement of the device on one side, but could not confirm if pt had the follow up hsg. On (B)(6) 2011, current physician, dr. (B)(6), confirmed pt was in extreme pain and device removal was medically necessary. Dr. Performed one device removal in (B)(6) 2010. Dr. Confirmed that the essure was broken in multiple pieces and she removed all the pieces of the device. A few weeks later, the pt had a hysterectomy and other remaining device was removed during that time. Pt has recovered from the procedures and no longer has any symptoms.